Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that neither standard nor wireless telemetry could be established with the implantable cardiac monitor (icm) to complete a post-implant interrogation. Several different programmers and programmer heads were attempted with the same result. The icm was explanted and replaced. Wireless telemetry was enabled again after explant and the icm came up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.